Manufacturer narrative:
It was reported that a dialysis patient experienced symptoms of itching and low blood pressure while receiving treatment using centrisol liquid bicarbonate. Medivators attempted to retrieve a sample of the bicarbonate. The quality control release testing of the product lot shows that it met specifications. Since the initial report, there has been no additional information reported on the patient. This complaint will continue to be monitored by the medivators complaint handling system.

Event description:
It was reported that a dialysis patient experienced symptoms of itching and low blood pressure while receiving treatment using centrisol liquid bicarbonate.